Event description:
It was reported that the patient contacted boston scientific technical services (ts) with report of a blinking light on the remote home monitoring communicator. The patient was assisted with completion of a remote interrogation. A notification was then received in the remote home monitoring system that indicated this implantable cardioverter defibrillator (ICD) implanted with a non-boston scientific right ventricular (rv) lead exhibited a high pacing impedance measurement greater than 2,000 ohms. Subsequent measurements were within normal limits. The patient was referred to their physician for follow up. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient contacted boston scientific technical services (ts) with report of a blinking light on the remote home monitoring communicator. The patient was assisted with completion of a remote interrogation. A notification was then received in the remote home monitoring system that indicated this implantable cardioverter defibrillator (ICD) implanted with a non-boston scientific right ventricular (rv) lead exhibited a high pacing impedance measurement greater than 2,000 ohms. Subsequent measurements were within normal limits. The patient was referred to their physician for follow up. This product remains implanted and in service. No adverse patient effects were reported. It was reported that intermittent high out of range pacing impedance measurements greater than 2,000 ohms was observed. The physician plans to continue monitoring. It was reported that continued high out of range pacing impedance measurements greater than 2,000 ohms were observed. A device replacement procedure was planned for a future date.

Event description:
It was reported that the patient contacted boston scientific technical services (ts) with report of a blinking light on the remote home monitoring communicator. The patient was assisted with completion of a remote interrogation. A notification was then received in the remote home monitoring system that indicated this implantable cardioverter defibrillator (ICD) implanted with a non-boston scientific right ventricular (rv) lead exhibited a high pacing impedance measurement greater than 2,000 ohms. Subsequent measurements were within normal limits. The patient was referred to their physician for follow up. This product remains implanted and in service. No adverse patient effects were reported. It was reported that intermittent high out of range pacing impedance measurements greater than 2,000 ohms was observed. The physician plans to continue monitoring. It was reported that continued high out of range pacing impedance measurements greater than 2,000 ohms were observed. A device replacement procedure was planned for a future date. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient contacted boston scientific technical services (ts) with report of a blinking light on the remote home monitoring communicator. The patient was assisted with completion of a remote interrogation. A notification was then received in the remote home monitoring system that indicated this implantable cardioverter defibrillator (ICD) implanted with a non-boston scientific right ventricular (rv) lead exhibited a high pacing impedance measurement greater than 2,000 ohms. Subsequent measurements were within normal limits. The patient was referred to their physician for follow up. This product remains implanted and in service. No adverse patient effects were reported. It was reported that intermittent high out of range pacing impedance measurements greater than 2,000 ohms was observed. The physician plans to continue monitoring. It was reported that continued high out of range pacing impedance measurements greater than 2,000 ohms were observed. A device replacement procedure was planned for a future date. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that intermittent high out of range pacing impedance measurements greater than 2,000 ohms was observed. The physician plans to continue monitoring.

Event description:
It was reported that the patient contacted boston scientific technical services (ts) with report of a blinking light on the remote home monitoring communicator. The patient was assisted with completion of a remote interrogation. A notification was then received in the remote home monitoring system that indicated this implantable cardioverter defibrillator (ICD) implanted with a non-boston scientific right ventricular (rv) lead exhibited a high pacing impedance measurement greater than 2,000 ohms. Subsequent measurements were within normal limits. The patient was referred to their physician for follow up. This product remains implanted and in service. No adverse patient effects were reported.